Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 575cc smooth mentor memorygel breast implants experienced left-sided implant rupture and bilateral capsular contracture postoperatively, baker grade iii on the right and unknown grade on the left. The patient presented with left breast thickening and right breast was higher, and diagnoses were confirmed by MRI and physical examination. As a result, the patient underwent explantation and replacement with 755cc mentor memorygel breast implants, catalog # smpx755, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021. This medwatch report is for the right-sided implant.